Manufacturer narrative:
Zealand pharma ae assessor spoke with v-go30 user. Patient has been on the device since (B)(6) 2020. Patient stated she did have some bruising from the needle removal when the needle did not release. Patient also stated it was infected, but there was no yellow exudate. Patient used topical antibiotic ointment which cleared up the infection. Patient states the bruise is gone. Patient stated she is on anticoagulation.

Event description:
The patient reported that the needle button did not release. The patient tried using a knife and it still would not come off. The patient reported it hurt when removing the v-go with the needle not retracted. The patient reported that it left a circular bruise and blood on her stomach. The patient stated that she used antibiotics for treatment and there is currently a half circle remaining about the size of a coin. Patient stated it was infected, but there was no yellow exudate. Patient used topical antibiotic ointment which cleared up the infection.